Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: (B)(6) manufactured the holding sleeve-long for matrix, part number 03.632.036, lot number 6972479. The certificate of compliance indicated the lot conformed to specifications. The holding sleeve was inspected to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the thread from the retaining sleeve sheared off when trying to pick up the screw. This happened with two devices. Substitute instruments were used. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: the investigation of the complained two retaining sleeve shows that a part of pitch the thread broke off. We are not able to determine the exact cause of this occurrence. Review of documentation for production and material shows conformity. It is likely that a short mechanical overload caused this damage during screw insertion. These forces can be the result of, as for example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. Alternatively the connection between retainer cartridge and bone screw could be accidentally partially detached by holding the green knob within screwing. Synthes provides with the lockable retainer cartridge (03.616.043) an alternative instrument which can be hold on the knob by screwing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.